Event description:
It was reported that on interrogation it was noted that the right atrial (ra) lead impedance was low, with unipolar impedance higher than bipolar, and a polarity switch had occurred. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5026 implantable pacing lead. (B)(4).